Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by the display cable becoming partially unseated generating the reported complaint. Cause of the partial disconnection is inconclusive. Reseating of the cable resolved the issue.

Event description:
The customer stated that the display has a black background with white lines. No pt involvement.